Event description:
Reported to datascope on 9/20/96: when the attempt was made to remove the iab in the usual manner, significant resistance was met with 3/4 of the balloon remaining in the patient's artery. The surgeon was notified. The surgeon removed the iab with a lot of difficulty.

Manufacturer narrative:
This form was completed by MFR. Section f was also completed by MFR. No medwatch form was received from the initial reporter or product user. Device label code: 1738. The iab was received intact for evaluation with the membrane noted to be completely unfolded. Blood was noted only on the exterior of the iab. Kinks were noted in the inner lumen. Visual examination revealed the inner lumen within the membrane to be severely kinked and elongated. The membrane at the proximal taper was observed to be stretched. When this area was viewed under polarized light, the area appeared stressed. Underwater leak testing found no leaks in the entire device. It was not possible to satisfactorily pump the iab on the system 90 iabp in the laboratory due to the condition of the membrane taper. Probable cause of difficulty: no leak was found in the device (which is normally associated with this type of complaint). The physical condition of the returned iab does support the reported difficulty. It is not possible to determine the exact reason for the encountered problem. Difficulty removing the iab from the patient may be attributed to one or more of the following: a kink in the catheter tubing trapped helium in the membrane preventing it from fully collapsing under normal arterial pressure allowing for easy removal of the balloon from the patient. The patient's anatomy.